Manufacturer narrative:
In response to the event reported a device history review was conducted for lot number 0322651 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a intima-ii y 24gax0.75in prn ec slm npvc was found to be damaged during use. The following was reported by the initial reporter: "on the morning of (B)(6) 2021, the patient received normal infusion after successful puncture with a closed intravenous indwelling needle. During the infusion process, corresponding examinations were required, so the infusion tube was removed and the indwelling needle clasp was closed for examination. After the examination, the infusion treatment was continued. It was necessary to open the indwelling pin buckle and connect it with the infusion tube. As a result, the indwelling pin buckle was broken when the indwelling pin was opened and could not be used again."